Event description:
During an arthroscopic right shoulder subacromial decompression and partial distal clavicle excision, the physician reportedly used a super turbovac 90, ifs. The wand was withdrawn from the cannula intra-operative when the physician reportedly noted the tip of the wand appeared to be burned. No pt complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)